Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-09571 - device 8 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported that patient faced ten infusion set cannula was crimped events. The events occurred within 3 hours of insertion. The insertion site was at the abdomen. The blood glucose level was high at the time of event therefore the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.